Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient had impedances and that the ipg was moving in the pocket. It was reported that the patient had twiddler's syndrome resulting in the extensions becoming twisted. As such, the extensions and ipg were explanted and replaced to address the issue.